Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device was attempted to be used; however, it was not working during the case so it was deemed defective. There was no patient impact. (B)(6) 2020 nni.